Manufacturer narrative:
Image review: one static image was provided for review. Fluoroscopic valve load inspection was performed and a misload was clearly visible by bent outflow crown. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior the attempted implant of this transcatheter bioprosthetic valve, during the fluoroscopic loading check, a misload was identified due to a bend in the valve strut. The misloaded valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve was loaded into the previously used dcs and implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Initial source information was vague and lacked the details related to the misload or infold; an initial report was conservatively submitted. Additional information was received to clarify the misloaded device was not inserted in the patient; therefore, an infold did not occur. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior the attempted implant of this transcatheter bioprosthetic valve, during the fluoroscopic loading check, a misload was identified due to a bend in the valve strut. The misloaded valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve was loaded into the previously used dcs and implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported. Additional information was received which clarified that the misload, including an infold in the outflow of the valve, was identified during the fluoroscopic inspection. The misloaded valve and dcs were not inserted in the patient, and a new valve was instead used for implant.